Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal refline (1g daily for fourteen days) and intraperitoneal fortum (1g daily for fourteen days) for peritonitis. Dianeal therapy remained ongoing. Six days after the event onset, the patient was deemed recovered from the peritonitis event. No additional information is available.